Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's and verified the reported issue. Physio determined that the cause of the reported issue was due to filter, designator fl9, on the analog pcb assembly had excess current leakage. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device unexpectedly powered off while attempting to charge the device to deliver defibrillation therapy.